Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. A transseptal puncture was performed and a 27mm watchman device was attempted to be placed but was fully recaptured. A 24mm device was then attempted without success. It was determined a second transseptal puncture was needed (higher and more posterior). The pericardium was swept with transesophageal echo (tee) and found to be normal. After the puncture, a 20mm watchman flx was attempted without success. Multiple partial recaptures were performed and no exit of contrast was noted on fluoroscopy and the pericardium was normal. It was decided by the implanting team that all efforts had been exhausted and the case was aborted. After protamine was given, the patient's blood pressure dropped and continued to decline. Tee unveiled a pericardial effusion. A pericardiocentesis was performed and approximately 400-500ml was removed and a cell saver was used. The patient was stabilized and transferred to the intensive care unit ( ICU). The echo performed post operatively on (B)(6) 2020 was normal. The patient was discharged on (B)(6) 2020.